Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was woken by a low blood glucose (bg) alert. A fingerstick confirmed blood glucose (bg) of 65 mg/dl after the user had consumed orange juice. A repeat check showed 64 mg/dl, and the agent advised an additional 15 grams of orange juice. At follow-up, blood glucose (bg) increased to 88 mg/dl. Blood glucose (bg) was corrected. The lowest blood glucose (bg) recorded was 65 mg/dl. No symptoms, outside assistance, or medical intervention were reported.